Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a question mark (?) Came up under the cardioplegia module and back-up module upon boot-up. The perfusionist (ccp) tried to turn off the unit to resolve the issue, but the "?" Came up again. As a result, an alternate system-1 was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR # 1828100-2014-00594. The field service representative (fsr) checked all voltages on the system-1 and all were good. The fsr checked all modules one at ta time and modules still rebooting twice. The fsr replaced the power manager printed circuit board assembly (pcba) and the level module is the only one not rebooting. The fsr installed a spare level module from the customer and all modules booted up, excepted the level sensors were not responding. The fsr ordered replacement level modules. The fsr installed new level module (sn (B)(4)), and all modules booted properly. All modules and pumps operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer for further evaluation.